Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8116700, model: sc-8116-70, serial: (B)(6), batch: 137578.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg despite troubleshooting. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.